Event description:
It was reported that balloon burst occurred. The target lesion was located in the vessel in the arm. A 10.0 x40, 75cm gladiator elite was selected for advanced for dilation. During the procedure, it was noted that the balloon was damaged and had burst. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 15mm proximal of the proximal markerband therefore the balloon could not be inflated. The rated burst pressure for this device as per specification is 14 atmospheres. A visual and tactile examination found no kinks or damage to the shaft and tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the vessel in the arm. A 10.0 x40, 75cm gladiator elite was selected for advanced for dilation. During the procedure, it was noted that the balloon was damaged and had burst. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure. It was further reported the 70% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the arm. Furthermore, that the balloon was first inflated at 16 atmospheres when the balloon ruptured. It was further reported that the correct characteristics of the lesion was severely tortuous and severely calcified vessel in the arm.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the vessel in the arm. A 10.0 x40, 75cm gladiator elite was selected for advanced for dilation. During the procedure, it was noted that the balloon was damaged and had burst. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure. It was further reported the 70% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the arm. Furthermore, that the balloon was first inflated at 16 atmospheres when the balloon ruptured. It was further reported that the correct characteristics of the lesion was severely tortuous and severely calcified vessel in the arm.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the vessel in the arm. A 10.0 x40, 75cm gladiator elite was selected for advanced for dilation. During the procedure, it was noted that the balloon was damaged and had burst. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure. It was further reported the 70% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the arm. Furthermore, that the balloon was first inflated at 16 atmospheres when the balloon ruptured.